Manufacturer narrative:
The device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional information was requested on 12/22/2009, 12/23/2009 and 12/28/2009 by phone, fax, mail and email. A completed questionnaire was received. A tass information packet was offered and provided to the facility upon their request.

Event description:
A clinical manager reported three pts experienced toxic anterior segment syndrome (tass) one day following cataract extraction surgery. All three surgeries occurred on the same day. The pts from four additional procedures that day did not experience tass. The facility reported they are not blaming any product and do not know the cause of tass at this time. They have requested a tass consultant to visit their facility to help determine the cause of tass. The consultant's visit is pending at this time. Additional information was received. This pt was referred to a retinal specialist, had aqueous and vitreous cultures taken (results were negative ) and was treated with medications. This pt's symptoms of corneal edema and blurred vision were reported to have improved, but have not resolved. There are three medical device reports being filed for this event; this report is for the first pt.